Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument indicates that the cause for the smoke and flame was a leaking sample drain causing a short in the instrument. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
An operator noticed smoke and a small flame coming from the bottom of the instrument. The operator turned off the instrument and extinguished the flame. There was no damage to the instrument or laboratory. There were no injuries as a result of the smoke and flame. Patient results were not affected.